Manufacturer narrative:
Unit received with constant radio frequency alarm due to a faulty y1 on the radio frequency board. Unable to perform operating currents, self test, restart error test, rewind test, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test due to radio frequency alarm. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency failed self test. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer changed the reservoir but did not correct the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.